Event description:
It was reported that the green cable wire is exposed and the error codes of l3-002 is starting to populate. There have been no patient consequences reported. The breast biopsy was completed.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.